Manufacturer narrative:
The catheter has been returned and evaluated. A rupture was found at approximately 8.8 cm from the distal tip. The catheter appears to have ruptured during onyx delivery due to over-pressurization as a result of an occlusion within the catheter.(B)(4).

Event description:
Treatment of an avm. It was reported the catheter leaked during onyx injection. Consequently, the patient had a small infarction.same event as MDR# 2029214-2011-00385.